Event description:
It was reported that an asymptomatic patient presented in or for a normal device change out procedure. After a shock was attempted, high voltage lead impedance low and out of range were observed. An error message displayed from device as "shorted output stage detection". The device was explanted and the lead was capped.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.